Event description:
Customer stated: tip freezes but does not register temp. Reference repair log 91315. Ref e-complaint-(B)(4).

Manufacturer narrative:
Ref e-complaint-(B)(4). Investigation: x-inspect returned samples. Analysis and findings: the complaint unit, serial #(B)(4), was manufactured in october of 1985. Repair order (B)(4) notes: cust states: tip freezes, but does not register temp. Found: no thermocouple, low flow. Mfg. Oct. 1985. Replaced filter & boiler wires. Tested to sop-mfg-51505 specs. A review of the 2 year complaint history for the n20 retinal prb straight, item #124, shows similar reported complaint conditions. The complaint was confirmed. The thermocouple boiler wires are very thin. They are threaded through a very tight space between the inside of the boiler and the outside of the delivery tube. When pressure is applied to the tip of the probe, the boiler and delivery tubes flex slightly, rubbing on the wires. Eventually, the insulation wears thin and they can short out/break. Therefore, while no definitive root cause could be reliably determined, this issue may be attributed to wear and tear. Coopersurgical will continue to monitor this complaint condition for trends. Correction and/or corrective action none: the complaint unit was repaired and returned to the customer. Coopersurgical will continue to trend this complaint condition. No further corrective actions required at this time. This is not an assembly issue. No further training is required at this time. Complaints will continue to be monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? Yes. Preventative action activity: the complaint was reviewed. Coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Customer stated: tip freezes but does not register temp. (B)(4).